Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion. Reportedly, the site over the device has eroded to the point where you can see the device. There were no additional adverse patient effects reported. All available information indicates that as of this time, the rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.